Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a possible false air detected alarm, which interrupted delivery. There was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This is report 1 of 5. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition for a colleague infusion pump with an air detected alarm was found in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).